Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available.

Event description:
It was reported that patient underwent an orthopedic procedure (septic pseudarthrosis on the left femur) on (B)(6) 2024. The practitioner uses a ria 2 kit (boring, irrigation, aspiration) with boring heads of diameter 10mm, 12mm and 14mm. The practitioner noted that the plastic tip of the device had melted. The practitioner speculated that it may have heated up because of a blockage point on a dense part of the bone. Another device with the same part and lot was used to complete the procedure. During progressive boring up to diameter 14, the fins of boring head d10mm; d12mm; d14mm broke into the patient¿s bone. Four fins remained in the femoral shaft. The procedure was performed according to the manufacturer's recommendations (angulation, limb position). Procedure was completed successfully with a delay of thirty minutes. Patient status was okay.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: photo investigation: the product was not returned to j&j medtech orthopaedics, however photos were provided for review. The photo and x-ray investigation revealed that the distal aspiration tube of the ria 2 bone harvesting kit l520 was broken. Additionally the internal components of the manifold were broken. No embedded condition was found in the x-ray evidence. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined based on the evidence provided. Per ria 2 (reamer irrigator aspirator) surgical technique guide. The following procedure must follow for the assembly process. 1. Insert reaming rod seal. Ensure the reaming rod seal with the black circle faces the distal end and insert it into the slot on the power driver end of drive shaft. Note: the reaming rod seal is designed to be fully inserted into the slot of the drive shaft. 2. Insert drive shaft into the tube assembly take the tube assembly and insert the drive shaft with seal into the back of the tube assembly handle until it is fully seated. Ensure the drive shaft is fully seated into the handle and cannot be pulled out. 3. Attach drive unit to the end of the drive shaft attach the assembled tube assembly with drive shaft to a modified trinkle drill adapter. Select a power drive unit that will deliver 3.5 nm to 6.0 nm of torque and 700 rpm to 900 rpm (standard drill speed). Ensure drill setting is selected for the power driver. Precaution: do not use drill with torque greater than 6 nm. Do not use a reduction drive. Do not use power driver designed for reaming. Alternatively, a jacobs chuck can be used to attach the drive shaft to the drive unit. Note: do not turn the power on when the drive shaft is disengaged from the tube assembly. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the ria 2 bone harvesting kit l520 would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): part: 03.404.000s, lot no: 35867p9, release to warehouse date: 17 sep, 2024, expiry date: 01 sep, 2026, manufacturing site: werk selzach, supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.